Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The procedure was done open due the patient having previous surgeries.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
Surgeon was performing a open low anterior resection procedure. He used cautery to dissect the bowel. The patient had received other surgery and that is why the procedure was performed open. The surgeon stated the tumor was very distal. The margins where good when inspected. The device was dialed into the green zone at 2/3 down on the scale. The device was fired and the force was slightly higher than normal. The device was removed and the sigmoidoscope was used for a pressure test. Water was placed by the end to end anastomosis and pressure was increased. A positive leak was incurred. Inspection of the specific site of the leak was not possible because the amount of tissue surrounding the site. There was no patient consequence.